Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a right superficial femoral artery (sfa) treatment procedure, post stent deployment, it appeared that the stent had fractures in it. The patient presented with unstable angina. The lesion being treated was calcified, and 70% stenotic, and 60 mm long. The vessel was non-tortuous and 7 mm in diameter. The physician used a v-18 guidewire, a 6f/11cm introducer sheath. The vessel/lesion was predilated with a 4 mm balloon. The physician encountered resistance during stent deployment- it felt like it stuck a bit but was successfully deployed and fully expanded. The stent was post-dilated with a 6 mm balloon, but it still appeared to have fractures. The stent remains in the patient. The final result was a patent, well-positioned and well-apposed stent. No additional procedures or surgeries are required due to the fractured stent. The patient had five other stents placed during this procedure, but no overlapping stents. The five sentinol express ld stents were placed in the common femoral and sfa vessels in both legs. The patient currently has no pulse in the right lower (popliteal) leg and will be returning in a few weeks for a follow-up angiogram. This product is approved by ous only, but is similar to a device marketed in the us.